Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a silverhawk device during treatment of a 60mm moderately calcified lesion with 95% stenosis in the mid right popliteal artery of diameter 8mm. The vessel was described as having little tortuosity. The device was prepped as per IFU without issue. It is reported that during removal, the wire port of the silverhawk peeled away from the catheter. The wire was stuck in the wire port and the catheter and wire had to be removed together. No patient injury reported. Patient has a history of hypertension and peripheral vascular disease

Manufacturer narrative:
The silverhawk was returned for analysis. No ancillary devices were included. A visual inspection was completed and a 3cm zipper tear to the torque shaft guidewire tubing was observed. The tear originated at the proximal end of the torque shaft guidewire tubing. The segment of guidewire tubing within the white torque shaft layer was protruding out from the catheter. Buckling was observed at the area where the tearing stopped. If information is provided in the future, a supplemental report will be issued.